Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump may not be delivering insulin. It was reported that customer is experiencing high blood glucose levels up to 600 mg/dl. Customer's current blood glucose reading was 287 mg/dl. Nothing further reported.